Manufacturer narrative:
All retained samples from the affected lot met applicable product specifications, and review of the batch manufacturing records identified no abnormalities or manufacturing deviations. Sol millennium received the returned subject device for evaluation. Due to contamination with cytostatic drug residue, only visual inspection could be performed. Visual inspection confirmed the presence of liquid beyond the second sealing ring of the elastomeric stopper, indicating leakage past the sealing interface. The returned device was received with a closed system transfer device (cstd) attached. Therefore, the potential influence of the assembled system, including interaction between the syringe and the cstd, cannot be excluded. As no functional testing could be performed, a definitive root cause could not be determined. Sol millennium will continue to monitor complaint trends through its post-market surveillance process.

Event description:
Customer reported the syringes in question, which were contaminated with cytostatic drugs. The following two issues have occurred: 1. Liquid behind the black stamp 2. The stamp has come loose from the plunger it is also possible that the screw-on adapter from simpliva caused this problem, as it may not have opened properly.